Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant beeping tone and frozen screen. The customer also stated that they were sitting by a pool but did not get the insulin pump exposed to moisture, although the buttons were also unresponsive. The customer was assisted with frozen display troubleshooting. The customer's blood glucose level was 50mg/dl at the time of the incident. The customer reported that the screen was not completely blank and that the alarm occurred after the buttons became unresponsive. The customer was advised to remove the battery, but insert battery did not appear, so the customer was assisted with insulin pump reset. The customer was able to clear the pump errors, power loss alarms, and program the insulin pump. The customer was advised to monitor the insulin pump with a new battery for two hours and call back if the issue recurs. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No audio/beep anomalies noted during testing. The time advanced properly; no frozen screen anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector and the printed circuit board was not unlocked during visual inspection. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, severely stained serial number label, peeling end cap address label and corrosion in battery tube.